Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17416399m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
This event is part of (B)(6) clinical study. It was reported that one (B)(6) male patient with medical history of symptomatic atrial fibrillation underwent pulmonary vein isolation procedure using smart touch catheter (catalog # d132705, lot # 17416399m). The patient had pericardial irritation(without effusion) which required medication. The principal investigator assessed this event as not device related and possibly procedure related. It was also reported that during the same procedure smart touch catheter (catalog # d132705, lot # 17416363m) and smart touch catheter (catalog # d132705, lot # 17410937m) both used during this case. It was also reported that other MDR not reportable product issues occurred during the same procedure. Smart touch catheter (catalog # d132705, lot # 17416399m) had signal interference (noise) on ic only on both carto and recording system. The physician had at least one ECG signal available to monitor patient heart rhythm. It was also reported that during the same procedure smart touch catheter (catalog # d132705, lot # 17416363m) and smart touch catheter (catalog # d132705, lot # 17410937m) both had error 19 and 8 (piu e661 card bit error). The carto system was blocked when taking the back-up and was manually shut down post use. The pacing leads were connected to carto 3 piu primary pacing port, and carto was function well (did not allow pacing and ablating at the same time). Micropace pacing stimulator was being used during the procedure. It was a planned pacing.